Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter battery indicator remains on display after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. MFR report #3005099803-2010-04950 addresses the other device. It was reported to boston scientific corporation that a injection gold probe device and radial jaw 4 lc - biopsy forceps device were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radial jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue that required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The bleed was treated with the same generator and cable, along with a second injection gold probe device. The procedure was completed with this radial jaw 4 lc - biopsy forceps device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.